Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/26/2025, it was reported that the user experienced elevated blood glucose of 209 mg/dl followed by hypoglycemia down to 51 mg/dl. The user confirmed they typically do not announce meals, which contributed to the highs. The low was corrected with sprite, cheese, and crackers. No symptoms, external assistance, or medical intervention occurred.